Manufacturer narrative:
The investigation determined that a discordant, reactive vitros anti-sars-cov-2 igg (cov2igg) result was obtained from a single patient sample when processed using vitros cov2igg reagent lot 0210 on a vitros 5600 integrated system. The vitros cov2igg result for the patient was expected to be non-reactive based on the vitros cov2tot result from the same patient sample. A definitive assignable cause for the discordant reactive result could not be determined with the limited information provided. The only patient information provided was that the patient was asymptomatic and no pcr testing was performed. No historical quality control results were provided therefore, a vitros cov2igg reagent performance issue or an instrument malfunction and unexpected instrument performance could not be ruled out as contributing to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cov2igg reagent lot 0210. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation was potentially present in the affected sample, although this could not be confirmed. It was concluded that the discordancy between the vitros cov2igg and cov2tot assays was due to a false reactive vitros cov2igg result for the patient sample. The vitros cov2igg instructions for use (IFU) does not preclude the possibility of false reactive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. (B)(4).

Event description:
A customer obtained a discordant, reactive vitros anti-sars-cov-2 igg (cov2igg) result from a single patient sample when processed using vitros cov2igg reagent lot 0210 on a vitros 5600 integrated system. The vitros cov2igg result for the patient was expected to be non-reactive based on the vitros cov2tot result from the same patient sample. Patient sample, vitros cov2igg result of 10.1 s/c (reactive) versus the expected result of non-reactive. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The vitros cov2igg result was reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).